Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The battery indicator signifying that it is time for device replacement occurred after explant. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced cardiomyopathy and chronic systolic heart failure with mixed etiology that was partially due to the right ventricular pacing of the implantable pulse generator (ipg). The ipg was explanted and replaced. With a bi-ventricular device. No further patient complications have been reported as a result of this event.